Manufacturer narrative:
No phaco tip sample was returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A sample was not retained for return from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification and are cleaned prior to being released. Phaco tips or chopper tips are titanium so they are not ferromagnetic. (B)(4).

Event description:
A customer reported that a patient who had cataract surgery a year ago had a tiny flake of metal in the right eye on the iris. The customer believes the metal could be due to the phacoemulsification tip coming in contact with metal instruments. The customer would like to know if any of the metal instruments, phaco tip or chopper, could be ferromagnetic. Additional information and product sample have been requested.